Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. The corner lining on bottom case was worn off and the plunger head was cracked. Event history log (ehl) showed motor rate error. An occlusion test was performed and the reported problem was duplicated. The root cause was the customer's incorrect assembly of the device. Actions were taken to mitigate the reported issues: tightened leadscrew down to factory specification, replaced plunger cable as a preventative measure; all functional testing passed.

Event description:
It was reported that the pump had a motor rate error, cable was broken, and cannot find the part. No patient injury was reported.